Manufacturer narrative:
Event date: this event occurred between july 30, 2022 ¿ september 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Hold sl 10-27-2022. It was reported that a particulate matter was observed in the ports of ten (10) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: december 03, 2021 - december 04, 2021. H10: ten (10) actual samples were received for evaluation. Unaided visual inspection along with magnification was performed with the fill port caps removed and a loose, white, polymeric appearing particle, morphologically consistent with fill port material was observed on the fill port interior wall of 1 sample only. The reported condition was verified in 1 sample; however, not verified in the remaining 9 samples. The cause of the particle matter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.